Manufacturer narrative:
Internal complaint reference: (B)(4). The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual inspection of the device showed minimal erosion of the screen/electrodes and some discoloration of the spacer. The device's resistance was measured to be 1.400 kohms. The device was connected to a known good controller which displayed an "e7 error". The device was then connected to the known good controller using a bypass box, which revealed the device performed as intended. The complaint was not verified and a root cause could not be determined, as the device did not display an e6 error. Factors, which may have contributed to the reported complaint include: (1) overheating due to a long activation of the wand. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during an acl reconstruction surgery, an error e6 occurred when the wand was connected to the quantum console. No patient injuries or delay reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.